Manufacturer narrative:
Evaluation of the returned product shows cracked top case and damage rear sample line. The customers comments are verified. The monitor was powered up and yes the pump was loud for a sleep pump. First time in for service after 14 years in the field and the failure resulted from worn carbon dioxide pump mechanism due to wear of age. The device history record review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. D5 operator of device is unknown. E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the motor pound force per square inch value is low, and the motor is loud. No patient injury was reported.